Manufacturer narrative:
The customer name could not be obtained. Customer phone: (B)(6), zip code (B)(6). Conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Continued total occlusion is a known potential complication associated with the use of the revive se. The root cause of the event could not be conclusively determined; however, procedural/patient factors may have contributed to the event (i.e. Vessel length and diameter or thrombus composition). As per the IFU: ¿contraindications for this device include extreme vessel tortuosity or other conditions preventing the access of the device¿. The IFU also warns that ¿if the revive se device is unable to reach or cross the occlusion, the procedure should be terminated.¿ hemorrhage and stroke are known potential complications associated with the revive se. The root cause of the event could not be determined; however, patient and pharmacologic factors may have contributed to the event. The patient had presented with neurological symptoms and received thrombolytic treatment during the procedure which could increase the likelihood of developing hemorrhagic transformation. There is no current safety signal identified related to the reported events based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. The revive se is not distributed in the u.s.; however, is similar to the revive pv that is distributed in the u.s. This is an initial/final MDR report.

Event description:
As reported by the (B)(6) study ((B)(6)) a revive se (frs21452299/lot s10386) did not remove thrombus and asymptomatic intracranial hemorrhage occurred about 20 hours post-procedure. The patient presented with acute stage cerebral infarction with left internal carotid artery occlusion. Before the procedure, aspects-dwi was 8points, nihss was 17points and tic was 0. There was almost no tortuosity at the occluded site and no stenosis at the proximal portion of the occluded site. The vessel diameter and length at the occluded site were unknown. The t-pa(0.6mg/kg) was administered but it did not re-canalize the vessel, so the revive se (complaint product) was used for the procedure. The revive se was deployed twice at the occluded site and tici 0 was obtained. A competitor¿s device was deployed once and the tcic was 3points and the procedure was completed. Immediately after the procedure, nihss score was 23 points. The asymptomatic intracranial hemorrhage (sah) was observed in the occluded blood vessel site approximately 20 hours post-procedure. It was reported that on (B)(6) 2016, the patient recovered with mrs of 5. On (B)(6) 2016, aspects-dwi was 4 points and on (B)(6) 2016, mrs was 4 t points.